Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 7/5/2017 a medtronic representative went to site to test the equipment. Representative replaced gantry motion controller, pcba system controller and computer. After replacing the parts, a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have been not received by manufacturer for evaluation.

Event description:
A medtronic representative reported that the imaging system had intermittent motion issues. When the motion button was presses on the pendant, the gantry would take a couple of seconds to move after releasing the button. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: the computer was returned unused, therefore the component was not replaced. Additional information: the motion controller rotor and the pcba system controller have been returned to the manufacturer. Conclusion not yet available as evaluation is still in progress.

Manufacturer narrative:
The evaluation of the suspect system control board was completed by medtronic personnel. Testing found that the generator would not ready and the pendant would not illuminate when installed in a known operational imaging system.

Manufacturer narrative:
The rotor motion control box was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.